Event description:
Adverse event(s): "no pt impact" (no consequence or impact to pt). Product problem(s): "touchscreen was not responding" (no display or display failure). The customer reported the touchscreen was not responding. Additional info received stated the event occurred during surgery. The customer declined technical support and requested service for the system. The customer stated there was no pt impact.

Manufacturer narrative:
The company service rep examined the system and duplicated the problem reported. The touchscreen was replaced and sent for in-house eval. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).